Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated that their proxabrush falls apart after one use. Consumer stated that they almost swallowed it.